Event description:
It was reported that the cuff component of the bivona tracheostomy was not inflating. This malfunction was observed as the healthcare professional was attempting to place the tracheostomy tube during surgery. A replacement tracheostomy tube was successfully used on the patient who was under anesthesia. No harm occurred to the patient.